Event description:
In 2008, the patient reported receiving an e4 (occlusion) error. To troubleshoot, the patient was instructed to disconnect from his infusion site and to perform a prime. He was able to do so without error. He was advised to change his infusion site and he stated that the cannula was bent. He was able to reconnect to the new infusion site and bolus without error. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.